Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. In fill 1 the measurement was 827.4ml, drain 1 the measurement 827.7ml, fill 2 the measurement was 829.3ml, and drain 2 the measurement was 829.3ml. The allowable range is 774ml - 821ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to the failed volume accuracy testing. The assignable cause for the failed volume accuracy testing was determined to be deteriorated piston foam. The device was sent to servicing.